Event description:
It was reported that pump experienced repeated cartridge alarms, including cartridge alarm 20, and caller inquired about out-of-warranty loaner pump options. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup therapy, technical support arranged pump replacement, and informed caller they were not eligible for loaner pump, after which caller requested follow-up assistance with obtaining new pump.